Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that during surgery the device only took a partial graft. No graft damage was noted, the graft thickness was good, and an additional graft was not needed. No harm or delay were noted. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
Review of the most recent repair record determined the motor speed was unstable and motor was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.